Event description:
Customer reported via phone call to have received an "off no power" alert and did receive a "low battery" alert prior. Customer continued to receive off no power even after battery change. Customer's blood glucose was unknownl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.